Event description:
It was reported by the customer that a pyxis medstation system tower door failed. The customer reported that users were unable to remove medications from the drawer. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The complaint file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted.